Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter would not power on. The pt stated that the last time she tested on her meter was 2004. She stated that she has been going to the infirmary to have her blood sugar tested. No treatment was reported. The pt obtained a result on the infirmary's meter, which was 130 mg/dl. The pt stated that she replaced the batter, but it did not resolve the power issue. The battery was correctly installed and the battery contacts were in good condition. Based on the info provided, three is evidence of a meter malfunction; however, there is no evidence of the meter contributing a serious injury. A replacement meter is being sent to the pt.